Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/25/2013 with the following results: no defect was found. There is no visible damage to the keypad. All of the keypad buttons respond properly. No buttons are sticking. Removed the keypad and found no damage or contamination on button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were sticking and had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.